Event description:
It was reported the programmer was dropped, and the screen cracked. Also, since being dropped, an intermittent error message appears. The device was sent in for repair and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the display overlay and display were broken and the device did display an error. It was also found that the electrocardiogram connector was loose on the links electronic module. The system fan and power supply fan were. The keyboard hinges were broken.